Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "367955 bd vacutainer 5.0ml plus sstii tube gel failure in separating the sample post centrifugation. No significant changes in user's workflow, processes, centrifugation setting and temperature." (B)(6) 2023 - pictures reviewed, it shows that the gel failed to form barrier to separate the sample.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample. This event occurred 10 times the following information was provided by the initial reporter. The customer stated: "367955 bd vacutainer 5.0ml plus sstii tube gel failure in separating the sample post centrifugation. No significant changes in user's workflow, processes, centrifugation setting and temperature." 21-feb-2023- pictures reviewed, it shows that the gel failed to form barrier to separate the sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.